Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with the sleeve steering issue was not confirmed via returned device analysis. Improper or incorrect procedure or method- failure to follow steps/instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported sleeve steering issue), a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. The reported improper or incorrect procedure or method/user error is associated with the user removing the cds and re-inserting the same cds. It should be noted the mitraclip instructions for use (IFU) warns the user to no reinsert the cds after removal. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a flail, and a posterior prolapse. An xtw clip was inserted and advanced towards the mitral valve. However, while applying m knob, the clip delivery system (cds) sleeve was steering towards the upper part of the left superior pulmonary vein. The clip was removed, and the alignment of the blue markers was checked. The clip was re-inserted; however, the same issue occurred when applying the m knob. Therefore, the clip was removed and replaced. Two new clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.